Event description:
It was reported that a spectrum pump displayed sys error 105 in the ICU. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported sys error which was no reproduced. Sys error 105 was confirmed through a review of the event history log and found to be cause by a seized motor. The failed motor assembly was replaced.